Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic lysis of adhesions, robotic-assisted left ureterolysis and robotic ¿assisted laparoscopic excision of a large pelvic mass due to urethral obstruction with the encasement of ureter in the posterior aspect of a large mass, extensive abdominal adhesions and large pelvic mass on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui and symptomatic rectocele. It was reported that patient underwent incision and partial excision of midurethral sling and cystoscopy on (B)(6) 2012 due to bladder outlet obstruction.